Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had some left leg weakness after the implant of the lead. It was reported the pt was walking, but her knee and ankle buckle occasionally. It was reported the lead position was tight but was placed without difficulty. The pt was to have some physical therapy and then have a f/u appointment with the physician.